Event description:
Reportedly, after firing, part of the tissue near the staple line broke. Fired again to reinforce broken tissue with another cartridge, then the same trouble occurred. Converted to open procedure.